Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients with temporary names were not populating for nurses to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient with temporary names were not populated. A technical support specialist (tss) found the problem when comparing the devices mentioned; one had the show preadmission option enabled while the other did not. Although the user did not use the term preadmission, the issue with temporary name patients not populating indicated this was the cause. Tss made the modification immediately and waited for confirmation that enabling preadmission on the device resolved the issue. Tss then called back and spoke with customer, who confirmed that the problem was resolved. The case was cleared for closure. The system functioned as intended after the technical support specialist troubleshot the device.